Event description:
Information was received from a patient who was implanted with a neurostimulator for malignant pain. It was reported that the implant was a "joke and does not work." The manufacturing representatives (rep) could not get it to where his pain was and had 5 adjustments. An appointment was scheduled for (B)(6) 2016 to have the device taken out. The issue had been occurring since implant, (B)(6) 2016. The patient mentioned that he was out of it after the surgery and had a disaster that day. It was clarified that the "device is a disaster." It was stated that he just had it put in and was going to have it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.